Manufacturer narrative:
510k: this report is for an unknown synream reamer/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a complete hip replacement was performed. The surgeon used a synream to clear the femoral canal. He didn¿t use the reamers over the friction bar. The friction tip then fell in the channel. The grater tip was removed with x-ray and laparoscope pliers. Reported there was a twenty (20) minute delay to the surgery time. Concomitant parts reported: reaming head (part/lot unknown, quantity 1) this report is for an unknown synream reamer. This is report 1 of 1 for (B)(4).